Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that right heart failure existed prior to left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to right heart failure. The patient had symptoms of high central venous pressure (cvp) and an echocardiogram reading was performed. This event was treated by lowering the pump speed, diuresis and inodilators. The event was resolved post operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was received at the hospital with cardiogenic shock supported in peripheral veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient received a heartmate 3 implant after one week of optimization. There were no intra operation complications and the pump performed as intended. There was moderate to severe right ventricular dysfunction for potential right ventricular assist device (rvad) centrimag.